Event description:
It was reported that the patient had a difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Event date: exact date unknown, event occurred a couple of months ago.